Event description:
External ventricular drain (evd) became disconnected on its own, without manipulation at the distal end that connects to the stopcock. While readjusting the patient in bed this author noted red drops of blood on the clean linen where the evd drain was laying. While this author was visually assessing the drain to find where the blood was coming from, without manipulation the drain fell apart.